Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device doesn't pass testing. The bench repair engineer assessed the device and determined that the external paddles were failing intermittently, leading to the test's failure. Philips recommended that the external paddles be replaced. No further evaluation is warranted at this time.